Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not switch to standby mode. There was no patient involvement when the issue occurred. No patient or user harm reported. The device was evaluated by a service engineer (se), and the customer's issue was confirmed. The se reported that the average air value was displaying -1.0 standard liters per minute (slpm), even when the blower was stopped. The se believed this was the cause of the malfunction. The se then noted that the flow sensor assembly needed to be replaced. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The device was evaluated by a service engineer (se), reporting that the issue was confirmed, and that the standby mode was canceled soon after setting. The se reported that the flow sensor assembly was replaced to resolve the issue. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.